Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was increased threshold capture and loss of pacing noted on the left ventricular (lv) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Upon further review, loss of capture was noted on the left ventricular (lv) lead. Additionally, the patient did not experience loss of pacing as previously reported.